Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient had fluid drainage at the ipg site. The patient stated she went to a rehabilitation facility and was treated and the issue was resolved. The patient did not indicate how the site was treated.